Manufacturer narrative:
This issue is being reported due to the user sustaining second degree burns and requiring medical treatment. Multiple attempts were made to obtain additional information regarding this incident without success. Based on the available information it doesn¿t appear this issue alleged a malfunction. Rather the user was smoking while utilizing oxygen. Invacare concentrators have multiple warnings on the devices and in the manuals regarding not smoking while using oxygen. The underlying cause of this incident was user error. Due to the manufacturing location of the device being unknown it will be selected as taylor street for filing purposes.

Event description:
A medwatch form was received stating the following "patient was smoking with oxygen on and sustained second degree burns to the face." The form listed the model as platinum 5 and serial number as (B)(4) which is invalid.